Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that before opening, the package of the pilot guide wire was noted to have a separated piece of wire inside the package. The device was not opened or used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material separation was confirmed as a contamination. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Fourier transform infrared spectroscopy (ftir) was performed on the material found in the sealed pouch. The analysis concluded that the material was likely polymer. Based on this evaluation, a potential product quality issue has been identified. The potential product quality issue and corrective action, if any, will be determined per internal operating procedures, the exception management process.